Event description:
It was reported that an ilet bionic pancreas had a cracked screen and a replacement was arranged, with the original device later reported lost in transit. Symptoms included no reported adverse clinical effects, no hypoglycemia, no hyperglycemia, and no alarms. Outcomes included device replacement and continued cgm use on phone or receiver until the replacement arrived. Investigation included review of complaint details, shipping records, and claim submissions related to loss in transit. Investigation of this case revealed physical damage to the display assembly consistent with a broken or cracked screen and no functional alarm or performance malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.